Manufacturer narrative:
(B)(4). The analysis results found that the ets45 device was received sterile and in good visual condition. The package was opened and the device was tested for functionality with a test reload. The device fired, cut, and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The device closed and opened without any difficulties noted. The analysis results found that an ets45 was received in good visual condition and with a reload present. The returned reload was partially fired which indicates that the device's firing cycle was interrupted. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The device closed and opened without any difficulties noted. The analysis results found that the ets45 device was returned with the firing mechanism damaged and with no reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth and pinion axle support were found broken. While no conclusion could be reached what caused the firing mechanism to fail, it is possible that the device was fired on tissue thicker than indicated or through a locked cartridge. When either or both of these scenarios occur the components in the firing mechanism can be damaged. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; (B)(4). No conclusion could be reached as to what may have caused the reported incident, as there was no reload returned for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic hysterectomy procedure, both devices were loaded and placed on tissue to be fired. The surgeon closed the devices and then fired, however, the device only cut and stapled halfway. Then the device was difficult to be removed from tissue. A third device from a different lot number was used to complete the procedure. No adverse consequences reported.